Event description:
The affiliate stated the customer reported false positive initial troponin I (access accutni) results, for two patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. This report is two of two referencing the patient on the event date noted. An initial result of 0.079 ug/l was obtained and released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated results of 0.023, 0.064 (on centrifuged aliquot), and 0.023 ug/l (on uncentrifuged sample). An amended result of 0.003 ug/l was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated system errors were not observed at the time of the event. The customer discards all troponin reagent packs after five to ten tests remain. The patient's sample was collected in 13x100 ml serum tube and centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 19 degrees celsius. The sample was clear in appearance and analyzed from the primary tube. All of the system parameters, including quality control (qc), calibration curves, and system checks, were performing within assay and instrument specifications prior to and after the event. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(6). This medwatch report is related to MDR 2122870-2014-00549.